Event description:
It was reported by service report that the screw and sleeves came out and the brakes are not holding. It is unk if there was pt involvement or if there are adverse consequences to report.